Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-may-2024, it was reported that, the patient experienced an issue with one infusion set, specifically the tubing detached from the connector. The patient experienced high blood glucose levels (406 mg/dl) due to the issue and took corrective measures by administering a correction bolus via pump and a correction injection via mdi. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.